Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The pump passed the self test, displacement test, and active current test. Pump fails sleep current test. Successfully downloaded history files and traces using thus. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on (B)(6) 2022 at 05:01:00.000 and replace battery alert [73] on (B)(6) 2022 at 14:32:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, and pillowing keypad overlay. Unexpected battery power loss and sleep current anomaly confirmed due to moisture damage. No pump error 63 noted during analysis or found in history file. Pump error 63 not confirmed. No unexpected pump error 49 noted during analysis or found in history file on event date. Pump error 49 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It is informed that the insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer stated the insulin pump battery had been dying and the pump received pump errors 49 and 63. It was stated that the customer was able to clear the alarms and the rewind was also successful. Troubleshooting was done and found that the customer received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Also, it was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after the low battery warning. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.